Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the device evaluation, the third-party service center visually inspected the device and information received indicates that the device contains the sound abatement foam referenced in the recall. The device was scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.